Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was monitored in 50c over for several days and no a17 or a21 alarms noted unit had a47 alarm due to corrupted history file.

Event description:
Customer's husband called to report the passing of his wife. Caller stated that the cause of death was due to diabetes come. Caller stated that the customer was restless overnight and he gave her a shot of glucagon and she settled down. Caller stated that the fallowing morning customer was unresponsive, he called the paramedics and customer was hospitalized in intensive care unit with low blood glucose of 40 mg/dl. Caller stated that the customer was unresponsive to neurological testing. Nothing further was reported.